Manufacturer narrative:
Corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Pending device return for analysis and review of device history record. (B)(4).

Event description:
Agent contacted technical solutions to report an overinfusion volume discrepancy. The expected volume was 7.5 ml and the actual aspirated volume was 0ml. The patient had also reported multiple falls. The patient does not have a ptc and that there were no reported pump errors. Additional communication confirmed that the patient had passed out in their home and was admitted to the hospital. The patient was diagnosed with pneumonia which is believed to be the cause of the fall. A volume check was performed at this time and it was confirmed that no discrepancies were observed. Weeks later, another overinfusion volume discrepancy was observed where the expected volume was 16.6ml and the actual aspirated volume was 12ml. The pump was replaced at a later date.